Manufacturer narrative:
(B)(4).evaluation summary:additional device evaluation: the balloon had separated circumferentially at the radial rupture. The separated portion of the balloon was still attached at the distal seal was folded over itself distally. The inner member and tip were still intact, not separated. It is likely that an interaction of the rupture balloon material with the patient anatomy during retraction contributed to the reported resistance, thus resulting in the distal end of the balloon folding over itself, giving the appearance of the distal end of the device separating. As noted in the returned device analysis, there was no portion of the device left in the patient anatomy.

Manufacturer narrative:
(B)(4).the device was returned for analysis. The balloon rupture and separation were able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the balloon rupture and separation; however, the difficulty removing the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. After advancement of the 3.0 x 12 mm xience xpedition to the lesion without resistance felt, during deployment of the stent at 18 atmospheres the balloon ruptured on the first inflation; however, the stent implant was confirmed to be deployed successfully. When the stent delivery system balloon was removed from the anatomy, removal was difficult and after removal it was apparent that part of the balloon was missing. Fluoroscopy was used to try to visualize the missing fragment of balloon; however, it could not be located in the anatomy; therefore, no attempts were made to retrieve it. The patient did not experience any decompensation or adverse effects. There was no clinically significant delay in the procedure reported. No additional information was provided.